Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock that took 15 seconds as charge time. Technical services (ts) reviewed and explained this charge time was longer since the device is getting closer to requiring replacement. This device remains in service. No adverse patient effects were reported.